Event description:
A malfunction alarm, identified with a specific code, was reported by the customer, but no notable events occurred before the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, which successfully resolved the issue, as the malfunction did not reoccur. The customer was advised to continue using the pump and to reach out if the issue should arise again, which they acknowledged and understood.